Manufacturer narrative:
Unit had button error alarm due to moisture on keypad trace. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose level was 85 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.